Event description:
It was reported that approximately two weeks post port placement via the right subclavian vein during cell-free and concentrated ascites reinfusion therapy, the chest was allegedly swollen and a subcutaneous leakage was found. The device was removed and another was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one powerport MRI isp with 8fr groshong catheter was returned for evaluation. Returned images were reviewed an no distinct failures could be noted, it is unclear if the photos are from the same event. Visual inspection noted to deficiencies with the returned sample. Functional testing revealed the device was patent to infusion and aspiration with no observed leaks. Therefore, the investigation is unconfirmed for the reported subcutaneous leak without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Possible root cause(s) include formation of a fibrin sheath, catheter kink, and procedural issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that approximately two weeks post port placement via the right subclavian vein during cell-free and concentrated ascites reinfusion therapy, the chest was allegedly swollen and a subcutaneous leakage was found. The device was removed and another was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one powerport MRI isp with 8fr groshong catheter was returned for evaluation. Visual inspection noted to deficiencies with the returned sample. Functional testing revealed the device was patent to infusion and aspiration with no observed leaks. Therefore, the investigation is unconfirmed for the reported subcutaneous leak without embolism.the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Possible root cause(s) include formation of a fibrin sheath, catheter kink, and procedural issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two weeks post port placement via the right subclavian vein during cell-free and concentrated ascites reinfusion therapy, the chest was allegedly swollen and a subcutaneous leakage was found. The device was removed and another was placed. There was no reported patient injury.